Manufacturer narrative:
Pump received with no flashing medtronic logo. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test. Successfully able to download history files and traces using thump. Pump error 53 alarm due to hardware anomaly (line number and file number unavailable in software r&d pump analysis log - ble). Pump was cut open to perform visual inspection and found no physical or moisture damage on pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case (battery tube), partially broken retainer and retainer knit line damage. Flashing medtronic logo was not observed during analysis. Pump error 53 was confirmed, isolated to electronic stack. Retainer ring damage confirmed. Cosmetic damage confirmed at reservoir compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a flashing medtronic logo on the screen, the customer received a pump error 53 (software error detected), an insulin flow block alarm, and retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the pump error. The customer was able to clear the alarms and able to rewind the pump. Troubleshooting was performed for damage, and the customer reported that the functionality of the pump was affected, and the damage was at the reservoir tube side. Troubleshooting was not performed for display issues. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.